Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal circumflex (cx) artery. A synergy¿ drug-eluting stent was advanced, however, the device was unable to cross the lesion. The device was removed and a non-bsc guide extension catheter was introduced to the lesion. The device was re-advanced but still the synergy¿ stent was unable to cross. A pre-dilation balloon catheter crossed the lesion, however significant resistance was encountered. The device was attempted to cross the lesion for the third time but was unsuccessful. While the physician attempted to remove the synergy¿ stent, the non-bsc guide extension catheter was deep seated into the cx and became in contact with the synergy¿ stent and sheared the stent off the balloon. Guide wire positioning was maintained and the pre-dilation balloon catheter was used to expand the dislodged stent in the proximal cx. A post dilation balloon catheter was then advanced and fully expanded the synergy¿ stent. The procedure was completed. No patient complications were reported and the patient's status was fine.